Event description:
It was reported that pump battery did not hold charge. There was no reported adverse impact to the customer. Customer declined further follow-up with technical support, and no additional information was received regarding the outcome of the event.